Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the orange fiber comm port 4 and ipd board at the core due to signal loss with the video processor (vp). System has been checked, tested and verified and is ready for use. Isi has not received the redundant power tray involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that the 4-core fiber communication port 4 needs to be replaced. Customer reseated the video processor (vp) fiber cable to port 3. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the redundant core power tray (ipd) board involved with this complaint to perform failure analysis, and the complaint was confirmed but not replicated. In the system logs the error 417 was found confirming the fault occurred in the field. Visual inspection did not identify any issues related to the reported complaint. During bench testing, power supply b did not output 12 vdc when powered on. A review of the customer system error logs showed multiple occurrences of error 417 associated with this unit. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to electrical issues from power supply b located on the ipd board.

Event description:
Refer to h11 for follow-up information.